Event description:
It was reported that the compressor was making noise and not working properly. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that was making noise and not working properly. There was no patient harm. The issue was decided based on available information as unit not working properly and making noise may represent a a fault that may affect essential functions. Identification of issue has been done by analyzing problem description and service report. Based on provided information, the 10000 hours maintenance kit has been replaced. The root cause for the reported problem could be related to expected wear and tear. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/04/2021. Corrected manufacture date: 08/14/2008.

Event description:
Manufacturer's ref #: (B)(4).